Event description:
Healthcare professional reported after injection with juvederm ultra xc and juvederm ultra plus xc in the nasolabial folds, marionette lines and a forehead scar, the patient developed angioedema at the nasolabial folds, lower face, cheeks, and chin, described by the physician as an allergic reaction. Patient was treated with "vitrase, medrol dose pack, claritin/allergra/benadryl". Since treatment, the patient told the physician that they had developed "lumps" at the injection sites, but this has not yet been observed by the physician. Symptoms have not yet resolved. This is the same pt reported under MDR ID number: 3005113652-2013-00083 (allergan complaint number: (B)(4)). This is the first MDR for the first suspect product which juvederm ultra xc.

Manufacturer narrative:
Medwatch sent to the FDA on 07/02/2013. Device history record summary is pending. Device labeling: adverse events. The most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post market surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.